Event description:
It was reported that the catheter's spring became completely unspring and its tip hooked onto something in the patient, possibly a nerve root, vessel, or scar tissue. Customer reports the catheter had to be pulled to free the device. The spring was discarded by the hospital and the portion of the patient that was pulled out was sent to pathology.

Manufacturer narrative:
No product was returned as such, it is not possible to evaluate the complaint or identify the root cause. The complaint could not be verified in the laboratory. An evaluation of the manufacturing records for the subject device revealed this lot rf044869 did not reveal any anomalies during manufacturing tests. At this time, the complaint is considered to be closed.